Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. No similar complaints have been identified for the sleeve. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The heterotopic ossification (ho) is a known risk of hip joint surgery. It cannot be concluded the ho is associated with a mal performance of the implant. The elevated cobalt, taper corrosion at the head neck junction, cloudy synovial fluid and metal staining of the synovial tissue are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively confirmed. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a right bhr-tha had been performed on (B)(6) 2008, patient experienced failed right total hip arthroplasty secondary to metallosis. This adverse event was addressed by conducting a revision surgery on (B)(6) 2025, during which, the surgeon converted to total hip arthroplasty and the hemi head 50mm and the modular sleeve were explanted. In addition, during procedure, the hip was aspirated, and 10 cc of cloudy synovial fluid encountered, consistent with metallosis. The capsule was markedly thickened, and distorted anatomy was encountered given prior posterior approach hip replacement with subsequent metallosis. Thickened capsule was debrided on the undersurface. The superficial capsule was tagged and retracted superiorly. A exofin dressing was applied, followed by a sterile dressing. The patient was awakened from anesthesia and taken to the pacu in good condition.